Manufacturer narrative:
Initial.

Event description:
It was reported that during a sensor failure call, the patient perceived falling glucose, confirmed a fingerstick of 39 mg/dL while using an iLet pump with a Dexcom G7 not providing readings, and treated with oral carbohydrates (orange juice and cookies) until glucose rose to 72 mg/dL. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of oral carbohydrate administration; there was no report of serious injury. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.